Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on occasion, the pump would lose power without warning. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/29/2015 with the following findings: a review of the black box indicated no power issues. There was no activity outside normal use observed in the black box or pump history. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contacts were found to be within specifications. The pump powered on normally with no alarms and was exercised for 24 hours with no power issues occurring. The pump casing was opened and there were no defects found to the power circuit. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).